Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and diarrhea. On the same day as onset, the patient was hospitalized for the event and treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was reported to be recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2015, the patient was discharged from the hospital and had recovered from the peritonitis event. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.